Manufacturer narrative:
Pump received with cracked and bleeding liquid crystal display glass. Unable to perform the displacement due to physical damaged to liquid crystal display glass.

Event description:
The customer reported via phone call that the insulin pump's screen was cracked. The customer¿s blood glucose level was 162 mg/dl. The device will be returned for analysis.